Event description:
It was reported that the patient had her stimulation turned off the tuesday prior to the report because the stimulation "shot through" her leg, she was in "excruciating" pain, and it "flipped her leg up a couple times". The patient indicated she had symptoms for a week; her leg got numb and she did not feel it and her foot got warm. It was also reported that the patient had kidney pain the night prior to the report. The patient got "lightheaded" as the day went on and did not feel "good". The symptom had been going on for a week while the stimulation was turned off. The patient did not know if it was her body reacting to the stimulation being "turned off or what". The day prior to the report the device was turned back on, but the patient could only tolerate a setting of 0.1, when typically she was on 4.0 before. When turned on it "shot through" the back of the patient's thigh and up to her buttocks. The patient also had a "funny feeling" in her foot, like a "tickle", and when the foot hit the ground it felt like a "zap". It was also reported that the patient believed she was told one or two of her leads were not working. The patient also stated that a lead may have moved because there was an issue with "pressure put on her back" and had problems since then. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v573632, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).